Event description:
It was reported by the rep that when the device, with reload cartridge, was used during an unknown procedure, it jammed. Another device was used to complete the case. There was no consequence to the pt.